Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since (B)(6) 022 they had been experiencing their implanted neurostimulator (ins) turning off by itself unexpectedly a couple times a week.  They would experience terrible pain, which was how they would knowit was turning itself off.  They confirmed the ins was fully charged and they hadn't pushed any buttons and the controller was kept in their bag.  When they did use the controller they were only using the buttons to adjust therapy. They were redirected to see their doctor to further address this issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The pt called back repeating information in this case regarding stimulation turning itself off. An email was sent to repair to replace the controller. No symptoms were reported. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt reported that the their intensity was set at 4 but the stimulation setting was off. The pt reported that they had seen the clinical case specialist on (B)(6) 2022 and they did diagnostics and a reset. The pt reported that the doctor was not able to identify the root cause of the ins turning off on its own. The pt was asked if the ins was still turning off on its own after seeing the doctor and the pt stated yes, a couple of days after (B)(6) 2022, stimulation was turned off while the controller was in their purse in it's case.